Event description:
This lead was explanted and replaced due to high pacing impedance and high thresholds.

Manufacturer narrative:
Upon receipt the lead was found cut 11 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. During the visual inspection it was noted that multiple parts of the lead body were covered with calcified tissue. In particular the svc shock coil, the lead tip and the fixation helix were found covered in calcified tissue. In addition, axial abrasions were noted on the distal part of the lead tip. Calcification is known to cause high impedance. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported out of range pacing impedance and the high pacing threshold. Damages like the cuts into the insulation 34 cm distal to the is-1 connector pin and the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.